Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patients left subclavian vein was occluded. Therefore the replacement lead was implanted on the right side. Due to the patients higher risk of infection, the chronic lead remains implanted but out of service.

Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption summary report. As this summary report has been discontinued, the supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise occurred on the patient's right ventricular (rv) lead, and that a fracture was suspected. Lead revision was performed without incident, and the rv lead remained implanted and in use. Additional information was later received that reported the patient received two inappropriate high voltage shocks and that there was undefined/high impedance and non-physiologic oversensing. Pacing and tachycardia detections were programmed off. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.